Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During an acl (anterior cruciate ligament) reconstruction using an endoscpc cann.drl.bit 4.5 strl, it was reported that the distal end of the reamer broke and remains in the patient. Due to difficulty with the device, the surgeon removed the reamer and observed that the distal end of the drill bit had broken and was missing. There was a fifteen minute procedural delay and the case was completed with a backup device. There were no patient injuries or complications reported.

Manufacturer narrative:
Device evaluation: one 4.5 endoscopic cannulated drill bit was returned for evaluation. Visual assessment of the drill confirmed the reported complaint of breakage. Entire drill head has been broken from the shaft. Drill head was not returned. The break area shows a significant degree of splay likely from attempting to advance the drill after breakage occurred. Dimensional inspection of the drill shaft found it met print specification. A root cause investigation has been opened to address this failure mode. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. (B)(4).